Manufacturer narrative:
S/w ver 3.18e pump not in manufacture mode. Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error detected, low battery, and power loss. The power management tool confirmed power error detected and low battery were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, faded serial number label, cracked case behind the pump at the corner of the belt clip rails, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life. The customer's blood glucose was unknown at the time of incident. The customer performed troubleshooting. The customer stated that there was cracks on the battery compartment. The insulin pump was returned for analysis.